Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the videoscope due to damage on the objective lens had a foggy image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, the reported was confirmed and it is likely that moisture penetrated the inside of the lens through the minute gaps created by the cracks, causing condensation to form on the lens surface due to temperature changes, leading to image fogging. The inspection method for the suggested event is described as follows in the operation manual "chapter 3 preparation and inspection 3.6 inspection of the endoscopic system in the operation manual.¿ olympus will continue to monitor field performance for this device.